Manufacturer narrative:
Exact date unknown, event occurred in approximately two years ago.

Event description:
It was reported that the patient had difficulty charging and keeping the ipg charged. The patient underwent an ipg replacement procedure. The explanted device was not returned as it was kept by the medical facility.